Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced broken sensor wire. Patient calimed that sensor wire was partially in the sensor pod while partially sticking out of patient's skin. No medical intervention was required.